Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. . Concomitant product: 5554-53, implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. The device was explanted and was replaced. No patient complications have been reported as a result of this event.